Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: use error. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s pump dropped in water causing pump to shut off. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer had ketones due to the elevated bg, and received third party assistance from their mother, who checked ketones and contacted hcp. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.